Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, third party testing (please see b6) and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the image had white dots however, this defect alone is not considered severe enough to cause a potential adverse event. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - flushing was not performed for auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Flush the auxiliary water channel: the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing on (B)(6) 2023, the evis exera iii colonovideoscope tested positive for 16 colony forming units (cfus) of an unspecified microbe. On feb 23 the scope tested positive for 10 cfus of an unspecified microbe, then on march 2 the scope tested positive for 29 cfus of an unspecified microbe. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is multizym neodisher and the automated endoscopic reprocessor (aer) used is wassenberg. The air/water channel was aspirated and flushed with water. The aer detergent is endohigh detergent and the aer disinfectant is endohigh paa. The manual detergent is neodisher. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using aseptimed manual brushes. The storage practice is to store the scopes horizontally in a plasma typhoon drying bag, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.